Event description:
It was reported the customer received a blank display after changing their battery. Customer's father stated the insulin pump was bumped several times. The customer's battery compartment and contacts on their battery cap were not damaged or corroded. The father stated they were able recover the customer's display by inserting a new battery. Customer's blood glucose was 115 mg/dl. The customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.